Manufacturer narrative:
The thermogard console (sn (B)(4) was evaluated at the customer's site. The reported complaint of "the thermogard console displayed a "coolant level low" error message was confirmed during functional testing. The root cause of the reported issue was the defective coolant level sensor block, likely due to a defective component. Visual inspection of the thermogard console was performed, and no issues were observed. The thermogard console failed the power-on-self-test (post), and also, unrelated to the reported complaint, intermittently displayed a mid:09 (air trap assembly) error message upon powering on. During the investigation, the root cause of both the "coolant level low" and mid:09 error messages was determined to be due to the defective coolant level sensor block, which was replaced to remedy the faults. A review of the event logs was performed, and no significant discrepancy was identified. Following the repair, the thermogard console passed all the testing with no issues or faults observed. All tests and readings are within the specified limits and functioned as intended. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints for thermogard with serial number (B)(4).

Event description:
During the training at the customer site, the thermogard console sn (B)(4) displayed a "coolant low" error message and could not be started. After the restart, the console could not run beyond the power on self test (post). No patient involvement.